Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection noted a crack in the insulation near the joint between the lead body and proximal sense b contact. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The observed crack in the insulation did not impact the functionality of the lead.

Event description:
It was reported that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue.